Event description:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. The failure occurred during patient treatment. The device has been exchanged with a backup device. No harm to any person occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow displayed the error message " txrx error" during patient treatment. The device has been exchanged with a backup device. A getinge service technician was on site on 2022-09-03 to repair the affected rotaflow (serial#(B)(6) ). The technician confirmed the reported failure and replaced the rfc (rotaflow console) flow measure board (material#70101.1681). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "txrx error" was performed in getinge life cycle engineering on 2015-10-28. The most probable root cause could be determined as a defective capacitor c2 on the flow measure board. Based on these investigation results the reported failure could be confirmed. A device history review (DHR) was performed on (B)(6) 2022 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).